Manufacturer narrative:
The subject device were returned to omsc for evaluation. The evaluation confirmed that seal & cut short circuit error, seal short circuit error and probe damage error had occurred from the records of error log file. The probe broke at 14.5mm from the distal end. Both the probe around the broken point and the grasping section had contact marks with each other. The shape of the fracture surface showed that the cracks developed from the contact marks as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The ptfe pad wore and partially deformed around the contact marks of the grasping section. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe with cracks was broken by physical stress when the user cleaned it. Probe damage error occurred due to the cracks, which were developed from the contact marks on the probe by stress during the procedure. Seal & cut short circuit error, seal short circuit error and the contact marks were made since the ptfe pad was partially deformed, which caused contacting between the probe and the non-insulated area of grasping section. The ptfe pad was partially deformed since the user activated output of the device while grasping thick and hard tissue with the distal end of the grasping section. The instruction manual mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus medical systems corp (omsc) was informed that during a hepatectomy, the subject device was used. The 3rd time of output from the beginning of use, uncertain error occurred. When the user cleaned the device outside the patient, the probe of it broke off. The procedure was completed with a different device. There are no patient injury was reported.